Event description:
It was reported that the device got stuck on a clip on tissue and would not open. They got stapler out, but couldn't open jaws. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2023. D4: batch # 529c54. Additional information was requested, and the following was obtained: 1. Please provide more details for "device got stuck"?. ¿ the stapler was fired on a vessel during a nephrectomy and the device handle stayed in the plastic to plastic position. The handle #2 usually pops back open once the stapler is fired. With handle #2 stuck, the jaws of the stapler would not open. They did not try and pry the jaws open and did not try and pry the firing handle open while the device was stuck in the closed position on tissue. 2. Did the device deliver any staples? - yes. 3. If yes, were the staples formed properly? - yes. 4. If yes, was the staple line complete? - yes. 5. Did the device cut? Yes. 6. If yes, was the cut line complete? - yes. 7. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? - no. 8. How was the device removed from the patient? The surgeon tied the vessel on either side of the closed stapler jaws and then cut the stapler out. 9. Did the jaws eventually open? Yes, on the back table, the surgical team pressed the button on the rear of the stapler and pryed the firing trigger open and the jaws did open. Upon inspection, it was determined that there was a weck plastic clip in the jaws of the stapler. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with no reload present. During the mechanical testing, it was noted that the firing mechanism on the device was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as to what caused the firing mechanism to fail as no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure. A manufacturing record evaluation was performed for the finished device batch number 529c54, and no non-conformances were identified.